Manufacturer narrative:
B5, corrected data: supplemental report 1 inadvertently omitted information regarding the patients continuation of seizures after device replacement and the relationship of the event to vns. H6, corrected data: supplemental report 1 inadvertently omitted code d1001.

Event description:
Additional information was received that the patient continued to have seizures after their battery replacement and the physician does not believe the event is related to vns. The explanted generator is not available for return as it was discarded.

Event description:
The patient had a prophylactic battery replacement. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient cannot perceive magnet mode stimulation. The physician notes that patient is having issues with swiping his vns magnet, that he has to swipe it at a certain angle. Patient has also experienced an increase in seizures which the physician indicated could be related to stress/anxiety. Patient is referred for a battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.